Event description:
It was reported that after the implant, an xray showed that there was no slack in the right atrial (ra) lead. The physician decided to place a stylet and advance the lead to provide slack. The ra lead remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted 2014-(B)(6). (B)(4).